Event description:
Customer stated that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. Cracks to the display widow, battery tube threads, reservoir tube lip and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.